Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 5-aug-2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during testing, the device did not detect the tagged laparotomy sponge. No patient was present when this occurred.

Manufacturer narrative:
Date of initial report : (B)(6) 2016 date of follow-up report: (B)(6) 2017. The device was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing, the device did not detect the tagged laparotomy sponge. No patient was present when this occurred.